Manufacturer narrative:
Disposable instrument (tibial template) broke in half when preparing the tibial keep punch. There was no adverse effect to the pt. Review of the device history record indicated that the device was manufactured to specification.

Event description:
Disposable instrument (tibial template) broke in half when preparing the tibial keel punch. There was no adverse effect to the pt.